Manufacturer narrative:
The received sample was found in opened original packaging including cover foil. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The sample was visually inspected with the aid of a photomicroscope with various magnifications. Sample shows some residuals. It was found that the forceps arms were slightly bent and therefore when activated the closing is no more aligned well. Customer complaint was not confirmed, because closing was possible. Confirmed is, that the device was bent. Due to the found residuals it can be concluded that device was damaged during handling. A 100% inspection and a qc inspection in the production process ensure that a bent instrument will be detected in production. Therefore, it can be concluded that the instrument has been bent by an external force during use or handling. Root cause is user handling. Instrument has been bent by an external force during use. A manufacturing or design related root cause for the damage of the complained device has not been identified. The manufacturer has no influence on complaints which are in relation to external force. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that a forceps tip opened during surgery then could not be closed. An alternate forceps was obtained in order to perform the surgery. There was no harm to the patient.